Event description:
A catheter placed in 1992 had fragmented. A procedure/consent stated removal of above. Catheter removed, fragmented tip remained. Radiology requested. Dr was ultimately successful in removing the tip of catheter.